Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of bacterial peritonitis with culture positive for (B)(6) and break in aseptic technique in a patient coincident with dianeal (unknown) and extraneal viaflex therapies. On (B)(6) 2008, the patient began treatment with dianeal (unknown) and extraneal viaflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date in 2010, the patient experienced a break in aseptic technique. On (B)(6) 2010, the patient experienced bacterial peritonitis manifested by abdominal pain. On (B)(6) 2010, the patient received remedial therapy of cefuroximum (1.5g, single dose, ip). On (B)(6) 2010, remedial therapy with vancomycin (1g, once every 4 days, ip) was started and therapy with cefuroximum ended. On (B)(6) 2010, the patient began remedial therapy with amozixilinum/acidum clavolonicum (1.2g, three times daily, intravenously) indication reported as "due to antibiogram" and ended therapy with vancomycin. On (B)(6) 2010, remedial therapy with amoxicillinum/acidum clavulanicum ended. On an unreported date, the bacterial peritonitis resolved. It was not reported whether the patient was retrained in proper aseptic technique or whether dianeal and extraneal viaflex therapies were ongoing. Concomitant medications were not reported. The physician stated that the event of bacterial peritonitis with culture positive for (B)(6) was not related to dianeal or extraneal viaflex therapies and did not provide a statement of causality for the event of break in aseptic technique.